Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer once placed, we have found that, in the case of cytostatic administration, the catheter is broken/trenched, causing an extravasation of chemotherapy drug with the serious consequences for the patient, no medical intervention required but the patient experienced psychological stress due to the concern of the incident when the catheter was removed.